Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose at night while sleeping with blood glucose of 40 mg/dl at the time of the incidents. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump was rejecting new batteries and alarming with failed battery test alarms. Troubleshooting was not completed. The customer also stated they get highs of up to 350 mg/dl and the pump had physical damage. The insulin pump will not be returned for analysis.